Event description:
It was reported that during the course of a bone biopsy, an approximately 1.5cm fragment from the tip of the needle broke off into the posterior iliac bone of the patient. The surgeon chose not to remove the fragment as he/she felt the piece would not affect the patient. There was no medical intervention and no delay reported.

Event description:
It was reported that during the course of a bone biopsy, an approximately 1.5cm fragment from the tip of the needle broke off into the posterior iliac bone of the patient. The surgeon chose not to remove the fragment as he/she felt the piece would not affect the patient. There was no medical intervention and no delay reported.

Manufacturer narrative:
The reported condition was confirmed upon evaluation of device. The tip on the distal end section of the biopsy needle was found to be broken off. The device was discarded by the manufacturer.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been returned.